Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was delayed and completed by moving the patient to another system. A philips remote service engineer (rse) analyzed the system log file and identified connection issue with the generator. The rse worked with medical technology and identified that the generator was not powered on. On activating/deactivating the power on switch in the generator cabinet showed no change. Further investigation revealed that the hospital cooling system was undergoing service, leading to a power issue. Once the hospital power issue was resolved, the system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to prevent the activation of radiation. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the allura. Since the malfunction of an external power source is not malfunction of the allura system, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.